Event description:
The customer reported that the system does not display any images during fluoro. No patient injuries been reported.

Manufacturer narrative:
The ge service rep removed and replaced the ip board. The sbc upgrade had to be performed on the system. The system boots up and operates error free and within specifications.